Event description:
Info received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician found the trend tube and arm pulled out of the bracket. The technician reconnected the trend tube and arm to repair the bed.